Event description:
International customer reported that the device delaminated following laproscopic placement within the abdominal cavity. The device was removed and exchanged with two smaller devices. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.